Event description:
It was reported that fluid that looked like blood glucose was coming out of the front of the handpiece after it was cleaned. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and a sample was collected for further analysis. This report will be updated when the investigation is completed.